Event description:
The incident was reported as: approximately 8 hours post-op, a male donor nephrectomy developed difficulty breathing and became unresponsive. He was returned to surgery where an exploratory laparotomy was performed and intra-peritoneal bleeding was encountered and evacuated from the abdominal cavity. It was noted the clip that had been placed on the renal artery stump during the nephrectomy was not visible. A 1.5 cm tear was noted at the aorta, which was clamped and repaired. The renal artery appeared thin and friable. The patient developed dic and expired. The hospital admits receiving notice of contraindication for use of this clip in a living donor nephrectomy.

Manufacturer narrative:
Teleflex medical states in the IFU that hem-o-lok ligating clips are contraindicated for use in ligating the renal artery during laparoscopic donor nephrectomies. The hospital did acknowledge receipt of notification for contraindication. There will be no sample returned for investigation.